Event description:
Customer reports having low blood glucose symptoms; paramedics attempted to use her compact plus device but were unable to obtain a result (customer did not know if paramedics did not know how to use the system, or if a device error prevented them from obtaining a result). Customer was treated with sweetened orange juice and low blood glucose symptoms improved. Customer last used the compact plus system approximately 2 hours prior to the incident (customer does not recall what the result was). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.